Event description:
Patient representative additionally reported pain. This record is for an unknown side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to device details provided as serial numbers: (B)(4). Information was not added as it is unknown which side it relates to.

Event description:
Patient representative reported rupture diagnosed with MRI. The device has been explanted. This relates to the right side.